Event description:
Pt in motor vehicle accident with loss of consciousness. Had intracranial hemmorhage and multiple skull fractures. Arterial line placed in ER. On day 3 of hospitalization, arterial line tip remained in right radial artery after removing line, confirmed by x-ray - dx: radial artery catheter thrombus, right upper extremity with biplar dopplar signal. On hospitalization day 11, arterial line fragment was removed along with clot. Pulsatile flow returned. Arteriotomy repaired with a running suture.